Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified vessel. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified vessel. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the manifold. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 7mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.